Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this even to the FDA as provided by 21 cfr 80.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered on by itself and attempted the boot-up process however the device would not complete the boot-up process. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control removed the device's power supply assembly for examination and determined that it had caused the reported issue.  Physio further examined the removed power supply assembly and observed that pin 6 of pcb-mounted jack connector, designator j41, had 1.911 volts direct current (vdc) when it should be 5vdc.  This observation is indicative of possible ionic contamination; however, that could not be conclusively determined.

Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).